Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood.this event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw."

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 22-mar-2023. Investigation summary: mat: 363095. Lot: 2189012 . Bd received 20 samples from the customer in support of this complaint. The 20 returned samples were functionally tested and the issue of underfill was not observed as all tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned samples test results. Bd was unable to determine a root cause. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.